Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump was not keeping the correct time, it was always fast. The customer¿s blood glucose level was unknown. Customer stated the gain was greater then 1 minute per week. Customer stated gain was greater than 4 minutes per month. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. Device was reset with correct time/date and monitored for 10 days. No time/clock anomaly was noted.